Event description:
A gia 60-3.8 stapler was used to transect the cervical esophagus. Stapler fired correctly, when attempted to unload the unit. Stapler broke and was unable to remove the reload from stapler. Stapler was removed from the field and sent to biomed with packaging. A new stapler was placed on the field for the remainder of the case. No adverse affects to the patient.